Event description:
Crew responded to a cardiac arrest, the pt was in v-fib when attached to the device. The device indicated connect cable and use of the device was inhibited. The device operator removed and reinstalled the therapy cable and checked all connections; the message could not be cleared. A back up device was called for and arrived 12 minutes later. The pt was not resuscitated.